Event description:
Arthritis of both knees (fluid retention in knee joint) [arthritis]. Pain [arthralgia]. Case description: spontaneous report was received on (B)(6) 2011 from a physician regarding an (B)(6) female pt (initials not provided). The pt's medical history was not provided. On an unk date, the pt initiated treatment with synvisc, 2ml in the knee. The pt had the third synvisc injection on (B)(6) 2011. On (B)(6) 2011, the pt visited the hospital with a complaint of pain and the pt was admitted on the same day. The pt was diagnosed with arthritis of both knees/fluid retention in knee joint. The action taken with synvisc was not provided. The pt's outcome for the event of arthritis was recovered. The outcome for the event of pain was not provided. The reporting physician assessed the relationship between synvisc and the event of knee arthritis as definitely related. The qa (quality assurance) investigation results were received on (B)(6) 2011. The product lot number was not provided; therefore a batch record review is not possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints.

Manufacturer narrative:
Manufacturer's comment: the benefit-risk relationship of the product is not affected by the report. Evaluation summary: the product lot number was not provided; therefore a batch record review is not possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints.